Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer blood glucose level was 26 mg/dl. Customer did receive a change sensor alert. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.